Event description:
Half of tampon broke off and stayed inside- vagina [foreign body in reproductive tract]. Half of tampon broke off - tampax [device breakage]. Half of my tampon broke off and stayed inside when took it out [complication of device removal]. Case narrative: consumer reported via e-mail that half of her tampon broke off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Half of tampon broke off and stayed inside- vagina [foreign body in reproductive tract] . Half of tampon broke off - tampax [device breakage]. Half of my tampon broke off and stayed inside when took it out [complication of device removal] . Case narrative: consumer reported via e-mail that half of her tampon broke off. No serious injury reported.